Manufacturer narrative:
The cobas e411 rack serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs results from the cobas e411 rack analyzer. The result from the first sample was 845 pg/ml and the repeat result was 764.0 pg/ml with a data flag. The result from a second sample was 18.77 pg/ml with a data flag and the repeat result was 754 pg/ml.

Manufacturer narrative:
Due to the limited information about the issue, no clear root cause could be found. A general reagent problem was not present, because the qc prior to the event was within ranges.